Event description:
The patient was brought into the clinic for a rhc per the physician¿s request to check the sensor for potential recalibration. The sensor was recalibrated by 6 mmhg. There were no patient consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The patient was brought into the clinic for a rhc per the physician¿s request to check the sensor for potential recalibration. The sensor was recalibrated and decreased by 8.8 mmhg. There were no patient consequences to the patient.